Manufacturer narrative:
Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 3033894 / 5081752, model/catalog description: linear st lead kit 70 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had an infection at the pocket site. It was noted that the site was oozing. It was also believed that the infection was not procedure related and the cause was unknown. The patient was placed on antibiotics and underwent an explant procedure.